Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that after the device was restarted the unit operated normally. There was no repairs conducted and the unit was returned to normal use.

Event description:
It was reported by the customer that the cardiosave hybrid, type I plug intra-aortic balloon pump (iabp) occasionally reported a high temperature warning during use, but it returned to normal after the user restarted it. No harm or injury to the patient was reported.

Manufacturer narrative:
E1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.